Event description:
During a trial implant period for the evoke spinal cord stimulation (scs) system, the patient was evaluated in the intensive care unit due to concern for infection. The patient noted an epidural procedure 6 days prior. The patient trial was ended and the evoke scs system was removed for further evaluation. A lumbar puncture confirmed meningitis and antibiotics were administered to the patient. The patient is confirmed to be recovering. The patient¿s pain physician assessed that the evoke scs system did not cause or contribute to the meningitis. Per the physician assessment, the epidural procedure prior to the evoke scs system trial likely contributed to the meningitis.

Manufacturer narrative:
The lead was discarded. Per the physician assessment, the evoke scs trial system is not expected to cause or contribute to the reported event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalization with intravenous antibiotic therapy". The manufacturing records were reviewed with no anomalies noted. The product met all requirements prior to release.